Event description:
It was reported that the patient passed away due to an unknown cause. Technical support was contacted and the device was observed to be in backup (bvvi) mode due to a power on reset (por). There is no allegation that any abbott products caused or contributed to the patient's death. The device was explanted following the patient's death.

Manufacturer narrative:
The reported event of device in backup mode with por was confirmed. The device was received with normal telemetry communication and was in backup mode. Visual inspection indicated the device¿s header was severely burned and cracked. Both leads were cut-off and stuck on the melted header and were unable to removed. The device image analysis indicated a hardware reset has occurred in the field and turned the device into backup mode, consistent with extreme temperature exposure. Product code was reloaded to recover the device to its normal settings and to perform further evaluation. Electrical and mechanical tests were performed, including mechanical stress and output verification, and did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.